Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for each of the reported product lot numbers. There was no nonconformance recorded in the lot histories. (B)(4). Info from device 2 - lot # 25060589, expiration date: 06/30/2013.